Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 5 patient samples on a cobas pure c 303 analytical unit. For sample 1, the initial na result was 140.9 mmol/l. The sample was repeated on another analyzer and the result was 135.8 mmol/l. For sample 2, the initial na result was 146.3 mmol/l. The sample was repeated on another analyzer and the result was 138.0 mmol/l. For sample 3, the initial na result was 147.7 mmol/l. The sample was repeated on another analyzer and the result was 139.1 mmol/l. For sample 4, the initial na result was 146.8 mmol/l. The sample was repeated on another analyzer and the result was 140.2 mmol/l. For sample 5, the initial na result was 147.9 mmol/l. The sample was repeated on another analyzer and the result was 140.9 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) performed troubleshooting measures on the analyzer and performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.